Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that during cataract surgery with intraocular lens (iol) implantation, irrigation of an ophthalmic operating system was not working properly resulting in the tip of an ophthalmic handpiece getting hot eventually causing corneal burn, wound leakage, and astigmatism. Corneal burn was closed using sutures. The surgery was completed by replacing the machine, handpiece, and the tip. The patient symptoms have been resolved. However, customer reported astigmatism will be treated after suture removal. This complaint pertains to ophthalmic system involved in the reported events.

Manufacturer narrative:
Additional information was provided in sections d9, h3, h.6 and h.11. The company representative was unable to confirm nor replicate anything that would have contributed to the reported issue. The system was tested and found to meet product specifications. A non-conformance-based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. There were no similar complaints reported for the ¿product serial¿ under investigation, with the same event code. The system was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.